Event description:
Customer reports to have received an unexpected restart alarm and a signal too low alarm. Customer's blood glucose was 132 mg/dl. After troubleshooting, customer was advised that insulin pump would need to be replaced. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
No signal too low alarm or excessive no delivery alarms were noted. The insulin pump passed self-test and excessive no delivery error alarm test. The insulin pump was received with minor scratched lcd window, cracked case near display window corners, cracked reservoir tube lip. No unexpected reset or time/clock anomaly was noted.